Event description:
It was reported that during a laparoscopic procedure, the staples at the distal end formed but not at the proximal end and the knife blade did not advance or cut. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).